Event description:
A report was received that the patient was explanted due to skin erosion around the lead site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to skin erosion around the lead site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads and ipg found them to be satisfactory.